Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided with this report.

Event description:
The customer was in the emergency room for a few hours. There was no hospitalization.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in hospital emergency room due to low blood glucose level and seizure on (B)(6) 2020. Customer¿s blood glucose level was unknown at the time of hospitalization. Customer was treated with carb intake and orange juice for low blood glucose level. It was unknown whether the auto mode feature was active at time of low blood glucose event. Customer mentioned that in the middle of the night they were needing to calibrate sensor and then did a bolus by accident and then had a low blood glucose followed by a seizure. Customer stated that shield was not appearing, so the bolus flow continued even when the blood glucose was below 70 mg/dl. The insulin pump will not be returned for analysis.